Manufacturer narrative:
Fields updated: b4, g3, g6, h1, h2, h6 (corrected clinical code). The manufacturer attempted to retrieve additional information on the event and on the device availability, but no further information has been received to date. Based on the information provided, it is not possible to draw a definitive conclusion for the reported event of perceval valve dislodgment. However, from the document review performed, no manufacturing deficiencies were identified. Given the medical judgment received, that confirmed the absence of abnormalities in the explanted perceval valve, a structural failure of the perceval valve in questions can be reasonably excluded as possible factor contributing to the event. Ultimately, since no investigation was possible on the actual device and no further information was received, the root cause cannot be established. As no further investigation is possible, the manufacturer will proceed with the case closure at this time; should further information be received in the future, the case will be re-assessed for the appropriate investigation.

Event description:
On (B)(6) 2021, a patient received perceval valve pvs25 as a replacement for another biological valve (details unknown). The procedure was completed with no complications. After the procedure, the valve was displaced and the perceval valve was explanted on (B)(6) 2021. The patient received a crown valve. There was a medical judgement that there was no abnormality identified in the explanted perceval valve. The patient eventually died from other clinical complications after the crown implant (submitted separately under ref (B)(4)). Based on additional information received, the patient was having an acceptable condition after the surgery, with decreasing doses of inotropes. The patient developed renal failure that needed dialysis the next morning. The patient remained stable during the surgery and 12 hours after, the only complication was the renal failure that ended with the need of dialysis. 20 hs after surgery the patient suddenly started with clinical signs of cardiac failure. The echo showed an abnormal movement of the prosthesis with rocking signs. As reported, the positioning and size of the perceval prosthesis were correctly verified at the time of implant. The proctor assisted the surgery and agreed with the size and positioning. Based on the medical judgment received, a cause for the displacement was not found. The annulus was decalcified correctly as reported. The urgent re-operation as a result of the perceval displacement was an important factor in the patient's fatal outcome.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1210, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1210) perceval heart valve at the time of manufacture and release. The manufacturer is making an attempt to retrieve the device from the customer. Further investigation is ongoing and a conclusion is not yet available.

Manufacturer narrative:
Device retained by the site.

Event description:
On (B)(6) 2021, a patient received perceval valve pvs25 as a replacement for another biological valve (details unknown). The procedure was completed with no complications. After the procedure, the valve was displaced and the perceval valve was explanted on (B)(6) 2021. The patient received a crown valve. There was a medical judgement that there was no abnormality identified in the explanted perceval valve. The patient eventually died from other clinical complications after the crown valve implant (submitted with a separate report). No other details are provided at this time.